Event description:
It was reported that a (B)(6) caucasian patient underwent a breast augmentation revision surgery with implantation of a 425cc mentor memorygel breast implant prosthesis. Post-operatively, the patient developed a spontaneous enlargement of the left breast. She was treated with antibiotics and her condition improved. However, slight tenderness and pain was still moderately present. As a result, the patient underwent removal and replacement with 425cc mentor memorygel breast implants on (B)(6) 2022. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-02749 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).